Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had icon of a insulin pump with a red cross on it followed by an arrow pointing to an icon of an open book with a question mark on it. The insulin pump will not be returned for analysis.